Event description:
Patient was revised. Reason for revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that asr hip implant failed and patient was revised. Patient suffered pain and suffering and permanent injuries as a result of implantation and explantation of the asr hip implant. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. Reason for revision is unknown. **update** (B)(4) 2012 litigation papers allege that asr hip implant failed and patient was revised. Patient suffered pain and suffering and permanent injuries as a result of implantation and explantation of the asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.